Event description:
Report received of a filter leak. The tubing was being primed with an unspecifed chemotherapeutic drug while under the pharmacy hood when a leak occurred from the filter vent holes. There was no skin contact with any of the pharmacy staff. The chemotherapy was cleaned up according to hospital policy. Though requested, no additional info was available.